Event description:
Affected side is right.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported "ultrasound imaging showed signs of suspected rupture" and "upon opening of the implant pocket, finding broken implant with silicone leakage." Device has been explanted. This report is for an unknown side.